Manufacturer narrative:
(B)(4). The actual complaint product was returned for evaluation. The molded head appears to be clean without any foreign substance on the exterior of the device. The original packaging was not returned with the device and the component that was detached from the molded head was not returned as well. The device could not be filled with the suggested amount of water due to an apparent cut where the molded head and tube are joined. The returned molded head shows signs of a sliced tube. Reviewing the tube area under magnification, the damaged area does show a smooth pronounced cut which is indicative of a sharp instrument being used against the silicone tubing. The complaint is considered unable to evaluate further since the other part of the device was not returned to evaluate. A root cause could not be determined. The lot number aa6323f16 reported with this complaint was an invalid lot number; however, the correct lot number was found on the actual returned sample. The device history record for the lot number, aa6039f13, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-(B)(4).

Event description:
It was reported by the caregiver that the, "tube has broken in half and the half is still in the patient.¿ the caregiver stated, that the physician told her the patient would pass the tube on his own and the other half has broken off. Additional information was received on (B)(6) 2016 that confirmed the sample tube looks like a clean cut about 1/2 along the stem from the bolster. There are no reported adverse event for this patient. No additional information reported.

Manufacturer narrative:
Sample was returned. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).